Event description:
It was reported that the right atrial (ra) lead exhibited atrial under-sensing of some fast atrial flutter waves, causing inappropriate mode switching, far field r-wave (ffrw) oversensing and retrograde conduction, with low p-waves. Diagnostic testing/troubleshooting was performed. The ra lead sensitivity was reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.